Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a disposable arthroscopy blade broke off the end during surgery. The blade did not break into fragments and the whole broken part was retrieved from the patient resulting in a delay of approximately five minutes. It was further reported that there were no adverse consequences for the patient.

Manufacturer narrative:
The product was not physically returned for investigation. However, based on the pictures provided by the customer we can consider the reported failure mode confirmed. Based on the pictures, it is readily apparent that there was a tip breakage. The tip broke at the metal shaft not at the welding. A review of the device history record (DHR) of the implicated lot number did not indicate any manufacturing issues that could have contributed to the reported failure. Furthermore there have been no recent manufacturing or design changes to this device related to the failure mode. Most probable root cause(s) for the reported failure mode can be associated, but not limited to: poor suction, excessive force applied by user, shaver blade comes in contact with a metal object (i.e. Scope) and/or settings used above the recommended limits. In sum, the product was not physically returned for investigation but based on the pictures provided, we can consider the reported failure mode confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a disposable arthroscopy blade broke off the end during surgery. The blade did not break into fragments and the whole broken part was retrieved from the patient resulting in a delay of approximately five minutes. It was further reported that there were no adverse consequences for the patient.